Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy. It was reported the er320 was used on cystic duct and cystic artery. After surgery, an x-ray was taken and clips were not found on cystic duct. Bile appeared to be leaking in abdomen of pt. A drain was put in to drain bile out of abdomen.

Manufacturer narrative:
Rec'd medwatch from user facility.